Event description:
PICC line noted to be outside insertion site 2.5 cm on dayshift (oct.11) and dressing not intact. Flushed and no leaking noted when dressing removed. New dressing applied. Dressing changed again on evening shift. Line noted to be 5.5 cm outside insertion site on oct.12th am. X-ray confirmed PICC line not in proper placement. Dressing wet and not intact. PICC line removed. Line flushed and noted to have leak at top where purple sheath connects to metal hub.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.